Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, and a curved opening on the anterior side. A leak test and microscopic analysis were performed which identified a striated opening on the patch and a sharp crease opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a striated opening on the patch assessed as surgical damage consistent with the use of a surgical tool, and a crease sharp opening on the anterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., b.7., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.